Event description:
It was reported that the instrument broke after drilling into the hole.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4: lot number.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device returned showed signs of use with some scratches and gouges on the ao connector. The drill driver was fractured near the end of the driver. Device was submitted for further analysis. Analysis determined overload fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.